Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. Per service manual operational and diagnostic analysis confirmed reported issue of vapr vue not powering correctly; this was due to a bad rf board. The rf boar was replaced to address the reported issue. Also; base plate and top plate were replaced because of physical damage. Missing mounting foot and dust cover were replaced. The software was upgraded to v01.12ad. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. As per ncr, the unit displayed a 200 ref 69 error code when powered on. This was caused by a bad power supply board. In order to correct this; the power supply board was replaced. Following reevaluation, the unit passed the pass all testing. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause for the reported issue is bad rf board. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales representative that before an unspecified surgical procedure, it was observed that the vapr vue generator device was not working and not powering. During in-house engineering evaluation, it was determined that the device displayed a 200 ref 69 error code when powered on. There was no delay in the surgery as a spare device was available for use to complete the surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.